Event description:
A 3 cm incision was made above the umbilicus to the right. The abdomen was insufflated with carbon dioxide gas to create a pneumoperitoneum. The 12 mm fios da vinci trocar with z-thread sleeve was introduced with out difficulty. The obturator was removed and the camera was introduced. The camera was removed to be cleansed and the port slipped out. The outer cannula of the port was noted to be fractured and the bottom portion was retained within the patient's skin. The bottom portion was quickly and easily removed. The port was replaced with a new trocar. Upon inspection of the fractured port, the cannula was noted to be 3 1/4 inches from the tip of the obturator and was a complete circumference fracture. No pieces were missing and there was no harm to the patient.